Manufacturer narrative:
Multiple attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found regarding the circuit board failure. The service history only shows replacement of the front bezel by the authorized service personnel (asp) in connection to a nav-ring fco. The device was corrected and was returned to service. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported that having issues with his unit (circuit board is failing). The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.